Event description:
It was reported that a vial-mate reconstitution device cored a piece from the top of the vial and that the piece of the vial that was cored fell into the vial. This occurred during reconstitution, at the time of connecting the device to a vial of a non-baxter drug. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was attached to a vial. Functional testing was conducted by pushing the medication port straight into the blue port adaptor until the seal flange collar touched the container, twisting slightly to align the ribs of the blue port adaptor and the white vial gripper, and pushing the blue port adaptor assembly into the white vial gripper until the seal flange collar met the white vial gripper. The bag was then held with the vial down, and the solution was squeezed in to the vial until half full. After this, the bag was held with the vial upside down and squeezed in order to drain the suspended drug from the vial. Coring was not detected and no particulate matter was observed. The evaluation did not confirm the reported condition. Should additional relevant information become available, a supplemental report will be submitted.